Manufacturer narrative:
The device was evaluated and was found to meet all manufacturer and performance specifications. The reported problem could not be duplicated. The cause of the reported issue could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. The investigation is complete.

Manufacturer narrative:
The DHR has been reviewed and there are no anomalies. The system was not returned, rather inspected on site by a field service engineer. The reported problem could not be duplicated. As a precaution, the power cord was replaced along with the housing for alternating current. A functional check was then performed, and passed. Additional investigation results are pending.

Event description:
During surgery, the stellaris system shut down. The unit was swapped out, and a call for service was made. It was reported that there was no patient impact or injury.